Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2012. Placeholder.

Event description:
It was reported that during a plif case at levels l4-l5, the surgeon was doing final tightening of the nut and the collar broke in half right under the saddle. The surgeon used another collar and nut and completed the case without further incident. Prior to the procedure, a rod introducer from the same set was found to have a broken tip, and was set aside and not used during the procedure.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product codes: mni, mnh, kwp, kwq. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Maude adverse event report, report # mw5024067 was identified by post market surveillance. A copy of the report will be included in this report. This is 1 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review found no relevant issues that would result in this complaint. The collar is broken at the l2 feature where the grooves are. This damage is not manufacture related. The condition the product was returned in, only allowed for a calculated wall thickness measurement, and it was within tolerance. Other relevant features can not be verified; therefore, this product complaint is indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Product development event evaluation: the results of this evaluation indicated each process was carried out according to the engineering specifications. Mechanical testing showed that this collar was susceptible to fracture within the rod slot at the root of the grooves. Testing has shown that this collar will not crack under high torsional loads. The overall analysis of our investigation has indicated that no root cause can be found for the reported complaints.